Event description:
It was reported that the patient's right ventricular (rv) lead developed high pacing thresholds shortly after implant. The physician suspected lead dislodgement. The lead was repositioned. It was also reported that after the repositioning, the right ventricular lead was oversensing noise as they attempted to reconnect to the device. There was no pacing observed in the patient during the device changeout. The device was temporarily programmed to voo until the conection was completed. The device was returned to ddd operation. The right ventricular lead is still in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.